Event description:
It was reported that the pt's lead migrated, as a result, the pt did undergo a lead revision on (B)(6) 2013 during which the lead was repositioned and an add'l lead was added. The issue was resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.